Event description:
It was reported by service report that blood has accumulated in an area that is held together by foam tape and metal rivets and cannot be cleaned. No info regarding pt involvement or adverse consequence have been obtained from the customer at this time.

Manufacturer narrative:
MFR's investigation is still ongoing; if add'l info is rec'd, a f/u report will be submitted.